Event description:
During an in-clinic follow-up, the longevity estimation increased unexpectedly after the i2i communication settings were decreased on the right atrial (ra) and right ventricular (rv) leadless pacemakers (lp). Additionally, no i2i communication and loss of pacing was observed on the ra lp. No i2i communication and inappropriate pacing were observed on the rv lp. The patient experienced palpitations and discomfort as a result of the event. Both devices were reprogrammed to resolve the event. The patient was stable and will continue to be monitored.